Manufacturer narrative:
Additional manufacturer narrative: additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient with a 33mm edwards bioprosthetic mitral valve implanted in the tricuspid position, was explanted after an implant duration of four (4) months due to unknown reasons. The explanted device was replaced with another 31mm edwards bioprosthetic mitral valve. No additional details were provided.

Manufacturer narrative:
It was reported that this valve was explanted due to endocarditis. Patients who have had an episode of endocarditis before valve replacement surgery have an increased risk of infection of the prosthetic material as the original infection may not have been adequately treated. Medical records show that this patient has a history of endocarditis and ivda. It has been determined that the root cause of this event was due to patient related factors.

Event description:
It was reported that this patient with a 33mm edwards bioprosthetic mitral valve implanted in the tricuspid position, was explanted after an implant duration of four (4) months due to endocarditis, regurgitation and vegetation. The explanted device was replaced with another 31mm edwards bioprosthetic mitral valve. Post-op echo demonstrated good function of the new valve with no abnormalities or pvl. Culture results: serratia and candida.